Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿a lump or thickening in or near the breast or in the underarm area¿. Healthcare professional reported "intracapsular rupture". Healthcare professional later reported "2 large extracapsular silicone granulomas in the superior breast on the contralateral side measuring 3.1 and 4.2 cm respectively". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2012. Clarification to b3 date of event: the 18/july/2025 date that was previously submitted relates to the date rupture was found via MRI. It is unknown when the patient first experienced the "lump" that was reported in 2012. The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture; "lump or thickening in or near the breast or in the underarm area". Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as surgical damage. Lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b3, b5, b6, d9, g2, h3, h6, h11.

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area". Healthcare professional reported "intracapsular rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.